Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The sensing vector was in primary at the time of the shock. Also, the impedance was 101 ohms, which is high but within normal limits. Technical services discussed some programming options. An x-ray was done and then the sensing vector was reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced due to normal battery depletion. The device was implanted greater than nine years. It was returned for analysis. This report will provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock due to oversensing of noise. The sensing vector was in primary at the time of the shock. Also, the impedance was 101 ohms, which is high but within normal limits. Technical services discussed some programming options. An x-ray was done and then the sensing vector was reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.